Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/16/2021.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem, , was not reproduced. The device was tested for proper downstream occlusion detection and was found to function as intended. However, the evaluator found the force sensor out of calibration. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which experienced a failed downstream occlusion test. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.